Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon revised a patient's left hip because the patient fell and fractured her greater trochanter. Company rep reported that the fracture was reduced with plate and cables, and that the head and liner were revised to optimize stability from the fracture.